Event description:
It was reported that during a da vinci si hysterectomy procedure, it was noted that too much torque was applied on the monopolar curved scissors instrument by the surgeon. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's tube extension is broken and cracked at the proximal clevis interface. The clevis is not dislodged from tube extension; however, there is a section of the tube extension bulging out. The tube extension fractured next to one of the keys that mate with the proximal clevis. It has been concluded that damage to the tube extension was likely due to mishandling/misuse. Failure analysis investigation also found that the distal end of the main tube has various scratch marks with light material removal. The scratches are .060 - .140 in length and not aligned with the tube axis. It has been concluded that the damage to the main tube was likely due to mishandling/misuse. No other damage was found. The customer reported complaint does not in itself in constitute a MDR reportable event; however; the damage to the instrument's main tube, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.